Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high," exact value was not provided. A correction bolus was delivered to address high bg. Tandem technical support performed a system check and was bale to determine that the infusion set tubing had air bubbles. Customer primed tubing to resolve the issue.